Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using an unspecified bd insulin syringe and needle the cannula broke, could not aspirate, leaked, and insulin could not be injected. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the needle comes off the syringe, in a package of 30 units 15 came out with a defect in the needle, some came off others were diagonally and could not be filled with insulin, the last packs of 10 units that I bought they come off covered they cannot be filled with liquid and not that the needle is diagonally not straight and others come off the needles I got a defect when I filled them with insulin, the liquid leaked through the base of the syringe where the plastic ends and the needle begins in others the needle looked straight but in the piece where it connects to the plastic it was diagonal and did not allow filling the syringe it came off easily when putting pressure to inject or remove the air that is introduced when the syringe is loaded